Event description:
White middle-aged female had tissue expander placed for reconstruction on 6/14/94. On or about 7/29/94, pt noticed device had deflated. Pt was brought to surgery 8/9/94 for explantation and reimplantation of new device.